Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that impedances on electrodes 3,4 and 10 were >10,000 ohms. The patient was reprogrammed to avoid these electrodes. The issue was reported to be resolved. It was unknown what factors may have led or contributed to the issue. No symptoms were reported.